Manufacturer narrative:
Date of birth: (B)(6). Sex: female. Doctor stated that after implanting the lens into the patient¿s eye, he noticed that the haptic broke and the lens did not appear to be stable within the eye and hence removed and replaced the lens with an anterior chamber lens within the same procedure. The incision was enlarged and a vitrectomy was performed. The intraocular lens (iol) was returned to the manufacturing facility for investigation. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed surface residuals adhered to the optic body compatible with handling the lens out of sterile environment, such as during the explant process. One (1) of the len's haptics (loop) was broken. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. Returned to manufacturer on (mm/dd/yyyy): 02/12/2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the trailing haptic broke while implanting an intraocular lens (iol) in the left eye of a patient, causing the lens to be removed and replaced and the incision to be enlarged. A portion of the haptic stayed in the inserter. In addition, sutures were used. It was stated that vitrectomy was performed prior to the insertion of the lens. The iol was replaced with the same model and diopter power lens. No patient complications were reported. Patient date of birth and gender information has been requested; however, the information has not been provided. No other information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.